Manufacturer narrative:
The reagent lot number is 85313701, with an expiration date of 31-oct-2025. The field service engineer (fse) inspected the module and found a droplet and some crystals along the movement path of the reagent probes. He cleaned and replaced the reagent probes and verified that the module was again performing according to specifications. The investigation determined the event was due to a hardware-related issue. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable creatinine plus ver.2 (crep2) assay result from two patient samples tested on the cobas 8000 c702 module. Patient sample 1. On (B)(6) 2025: the initial result from the module was 444 umol/l. The repeat result from a cobas e 801 was 48 umol/l. Patient sample 2. On (B)(6) 2025: the initial result was 369 umol/l. The repeat result was 61 umol/l. The initial results were not reported outside the laboratory, as they did not match the patients' clinical diagnoses.